Manufacturer narrative:
Report claims the smartdrive device engaged a drive command without any physical manipulation of the switch controls. Permobil received suspect device and controller, and through testing was unable to replicate any actions of involuntary activation as alleged to have occurred. The device was found to remain fully responsive with no signs of a failure or malfunction having occurred. Permobil is unable to reach a determination as to probable root cause for the alleged malfunction without speculation. The device history was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming with the switch control with buddy button option reportedly activated the smart drive without any physical manipulation of the switch. No injuries were received as a result.